Manufacturer narrative:
Claim received from an insurance company seeking restitution. The device was removed from the location and destroyed by the tanning salon. Neither the personnel at the salon location or the insurance company will communicate with us after repeated attempts. Therefore, we believe there was not a problem with the device because there is no evidence to support the claim.

Event description:
Claimant alleges a fire occurred in the same room as the tanning bed.